Event description:
It is reported that the pt was revised due to pain. The surgeon planned to increase the leg length of the pt by replacing the proximal body, however, this was unable to be removed. As a result, the femoral head was exchanged for an extended offset head.

Manufacturer narrative:
Info was received from a foreign source who is not required to complete form 3500a. Eval summary: surgical notes were not provided. X-rays were not provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components such as age, bone quality, height/weight, activity level, type of activity (low impact vs high impact) are unk. There is insufficient info to perform a probable cause analysis. A definitive root cause cannot be determined with the info provided. Review of the device history records was not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.